Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient advocate reported the patient was brushing their teeth when the icm device came out and fell into the sink. The icm device is not expected to be returned. No adverse patient effects were reported.